Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke and the fiber rotated within the metal cap. The procedure was completed with a second fiber without patient complications.